Manufacturer narrative:
Multiple attempts were made to obtain additional information from the customer. The device has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
Customer reported that "masimo handheld (rad-57) failed to establish an immediate pox on a patient that was in need of oxygen during a procedure; there was a 20 plus second delay and an inaccurate pox reading; patient had to repeat the study."